Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022. Pcr confirmation testing was performed the next day and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022. Pcr confirmation testing was performed the next day and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: d9 investigation completion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 174268 with internal limit of detection (lod) positive quality control x3devices and negative (blank) swabs x3devices. All tests were valid and performed as expected with no false negative results replicated. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot 174268 and device part number 195-430wl / lot 171378. Quality control release testing met specifications and there were no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.001%. Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert statements. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.